Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when testing equipment during routine examination, the cs300 intra-aortic balloon pump (iabp) cannot be turned on after the ac power is disconnected. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse separated the unit and the trolley to test the battery output. The voltage test was normal. The fse reconnected the device and eliminated the fault. The unit and the battery were separated by the fse and reinstalled. The installation had not been in place resulting in poor contact. The fse conducted a comprehensive test on the unit. All indicators were in normal compliance with factory requirements.